Event description:
It was reported that during a lap appendectomy procedure, the device stopped halfway through the firing and there was bleeding due to uniformed staples. It is unknown if the surgeon used the same device or another like device to complete the procedure. There was no pt consequence.